Event description:
Plastic toothbrush snaps at the brush head while brushing. Then I scratched my cheek with the sharp pointy end of the handle, while the brush flopped around loose in my mouth. I easily could have jabbed myself in the eye, nose, lips or chin instead. The sharp loose brush head could have damaged my mouth from the inside, or choked me. This is the 2nd time this has happened. The 1st time this happened, I was in a hurry, so I thought I was too reckless. But today, I'm not in a rush at all. The product was purchased at (B)(6). A 6-pack of soft toothbrushes, store brand: "(B)(6)" soft nylon, rippled cut bristles; diamond head toothbrushes. They sell similar toothbrushes with medium and hard bristles too, they need to be recalled too. (B)(6). I have 1 unused toothbrush of the 6-brush pack left.